Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of 600 mg/dl. The customer stated that their insulin pump unexpectedly stopped working and the sensor stopped communicating with the insulin pump. The customer believes that the issue could have been due to a build up of scare tissue. The customer stated that the cannula is bent. The customer was assisted with assisted with trouble shooting and was educated on the proper site insertion technique. The customer was advised to monitor the insulin pump which worked as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.